Manufacturer narrative:
Isi has received the vessel sealer extend instrument and completed the device evaluation. The instrument was analyzed, and failure analysis investigation replicated and confirmed the reported issue. The instrument was found to have the grip pulley dislodged from dowel pin at the back end. As a result, the grip cable became loose causing the jaws to not open.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument's jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. Customer was not sure what procedure was being performed or what surgical task was being performed with the instrument when the issue occurred.